Event description:
Customer reported at 10:am, device = 500mg/dl. At 10:30am customer's neighbor took customer to the doctor. Customer was sent to the hospital. Hospital = 87 mg/dl. Customer was retested at hospital at 6:30pm and device = 87 mg/dl after which customer was released. Control information was not provided. A request was made for return product and replacement product was sent.